Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that yesterday evening ((B)(6) 2026), patient's (pt) therapy spontaneously turned off and their symptoms came back, and then spontaneously the therapy turned back on again within a couple of minutes and that they'd never had that happen before. The patient stated they were sitting at their dining room table when it happened. Patient said they were sure it had turned off because with their level of stimulation, they could always feel when the therapy was turned off and when they would turn it on again, they would always feel a "surge" when it came back on, so they stated they were sure that's what had happened last night and that's how they knew it had turned off on its own. Patient said they had their programmer with them and when they tried to check to see if they could turn it back on themselves, they saw a graphic that they had never seen before and they didn't know how to interpret it. They thought it looked like it was trying to connect but couldn't or something. Patient stated they'd just put fresh batteries in the programmer "like a week ago" and that they knew what the screen looked like when they needed to replace the batteries and it was not that patient services reviewed programmer screens with the patient and offered to email the patient the programmer manual however the patient declined but they did check out the patient manual website even though the manual is not on the manual website. The patient didn't think they'd seen the poor communication screen with the picture of the implant, a question mark and the programmer. When patient services described the other poor communication screen with the picture of the programmer with lines going towards the implant inside of a body, the patient said they thought that had been what they saw. Patient stated after the therapy came back on, the therapy went back to controlling their essential tremor symptoms. Patient said the implantable neurostimulator (ins) battery had been at 75% at the time it occurred. Patient provided relevant medical information: that every evening they would turn the therapy off when they went to bed and every morning when they woke up they would turn the therapy back on again and they were able to turn the therapy off later that evening after the issue occurred before they went to bed and turn it back on again in the morning today just like normal. Patient said everything appeared to be ok now and they wanted to know what might have happened. Patient services asked the patient if they had been near any strong sources of electromagnetic interference (emi) and the patient stated no. Patient services also reviewed types of electromagnetic interference (emi) with the patient and reviewed with the patient that the therapy was not expected to turn off on it's own and redirected the patient to follow up with their managing health care provider (hcp) to further address the issue and to check the implanted system. Patient stated they would reach out to their managing hcp about the instance.